Manufacturer narrative:
Siemens has completed the investigation. The issue was able to be replicated by timing the ¿use this ID¿ tap to coincide with a specific period of time while the results were being calculated. The cause of the issue is the timer used for ppid (positive patient ID) was not updated to reflect a longer calculation period now required to calculate results. The consequence of a user tapping ¿use this ID¿ during the specific window during calculation can lead to lost results due to the host freezing.

Event description:
The customer is alleging that siemens epoc device froze during patient testing. There was no report of injury due to this event.

Manufacturer narrative:
The customer has been asked for more information and instrument files to complete investigation. The cause of this event is unknown.